Manufacturer narrative:
The heater cooler system 3t was received at livanova (B)(4) on (B)(6) 2017 to undergo the deep disinfection procedure. The procedure was completed on (B)(6) 2017 with final sampling result 0 cfu / ml. Corrective actions are in progress for this issue.

Manufacturer narrative:
There is no known patient involvement. PMA 510(k): the heater-cooler device 16-02-80 is not distributed in the USA. However, it is similar to the heater-cooler device 16-02-85, which is distributed in the USA (510(k) number: k052601). Recall number: livanova (B)(4) implemented a field safety notice for disinfection and cleaning of the heater-cooler devices. The z number is z-2076/2081-2015. Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). This medwatch report is being filed on behalf of livanova (B)(4). Livanova has received lab results confirming the presence of mycobacterium chimaera. During follow-up communication, the customer reported that the cleaning procedure is followed according to the instructions for use (IFU) and that the heater-cooler system 3t was placed inside the operation theatre during use. The facility also reported that none of the other heater-cooler devices in use at the facility have been confirmed to be contaminated with mycobacterium chimaera. The facility returned the device to livanova (B)(4) to undergo a deep disinfection procedure. A review of the DHR did not identify any deviations or non-conformities relevant to the reported issue. The investigation is on-going. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova (B)(4) received a report that the heater-cooler system 3t tested positive for mycobacterium chimaera during maintenance. There is no known patient involvement.